Event description:
It was reported "not working well at operative end. Red glowing area 1 meter from machine and smell of electrical burning. Broke after 10 seconds." This information is documented as reported to MFR.